Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a red x on the insulin pump. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer also mentioned that the meter was lost. The customer reported that they received the open book image and a question mark on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.